Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - a visual and microscopic examination identified tip damage. The tip bond was stretched, resulting in a total tip and tip bond length of 8mm. The stretched tip bond was kinked just distal to the lumen. The stent and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The proximal markerband had move to 8mm proximal to proximal end of the stent. The distal inner lumen was broken at the centre of the bicomponent weld resulting in the distal section of the distal section of the inner lumen recoiling and accordianing distally. Kinks were identified in the lumen, corewire and hypotube. Attempts to insert a product mandrel were unsuccessful due to the kinks in the lumen. Solidified blood was present within the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the analysis completed (B)(4) 2011. It was reported that during a percutaneous coronary interventional procedure, advancement and withdraw difficulties occurred. The 2.75x20mm promus element stent delivery system (sds) was being loaded onto a non-bsc guidewire, the physician felt significant resistance and had difficultly advancing the catheter over the guide wire. The physician decided to remove the sds from the wire and again encountered significant resistance. The sds was successfully removed from the guidewire procedure was completed with a 3.0x20mm promus element and the same non-bsc guide wire. No patient complications were reported and the patient's status is stable. Returned product analysis reveled marker band had moved from the original position. Ous - this product is only ous approved but it is similar to an approved us device.